Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer¿s blood glucose level was 184 mg/dl. Customer declined troubleshooting with tandem technical support.